Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed the device had been programmed to deliver saline. During dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during two of four tests. The cause of the overinfusion in the lab was not determined. Information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer for analysis without a complaint. The patient's indication for use was non-malignant pain and complex regional pain syndrome type 1.